Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a (B)(6) female patient who received super poligrip original denture adhesive cream (B)(4) for dentures. A physician or other health care professional has not verified this report. On an unknown date, the patient started super poligrip original denture adhesive cream (dental). At an unknown time after starting super poligrip original denture adhesive cream, the patient experienced neuropathy, nerve damage, nerve damage in feet further described as "nerves in feet are gone", burning sensation foot and elevated zinc level. On an unknown date, laboratory testing revealed an elevated zinc level of 124 (units not reported). This case was assessed as medically serious by gsk. Treatment with super poligrip original denture adhesive cream was discontinued. At the time of reporting, the events were unresolved.

Manufacturer narrative:
Super poligrip original denture adhesive cream is manufactured in (B)(4) and neither the product nor lot number for this product is available. (B)(4).